Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient filter pressure on a prismax machine which had been steady at 150, suddenly jumped to 600 and a filter clotted alarm was generated. This event occurred during continuous renal replacement therapy. The treatment was ended without blood return as the option was greyed out. A partial manual blood return was performed and a ¿call service¿ alarm was triggered. It was reported that the patient received blood transfusion. The patient outcome was not reported. No additional information is available.